Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a vibratory alert for upper out of range high voltage impedance measurement. The patient was seen in the clinic the next day and the impedance measured in normal range. The patient had the superior vena cava coil turned off and will resume routine follow up. No further plans for programming changes were considered at this time. The patient condition is stable.